Event description:
According to the report of (B)(6) 2012, in (B)(6) 2012, the patient reported fluctuations in sound level and quality with her left implant. The patient is bilaterally implanted. Episodes of loud sound and buzzing were reported both with and without the external equipment. The patient was re-implanted on (B)(6) 2012. Information on the device explantation report state that although the active electrode was not cut off, it had some cuts in it. Made whilst trying to free the device from the scar.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.